Event description:
A malfunction alarm was declared by the pump during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer, with the assistance of technical support, successfully loaded a new cartridge following the proper technique and resumed insulin therapy.